Manufacturer narrative:
Quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. No further information was provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and heavy abnormal bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and omphalitis ("infection in navel") in an adult female patient who had essure (batch no. 871973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included citalopram, escitalopram oxalate (lexapro) and paroxetine hydrochloride (paxil). On (B)(6)2011, the patient had essure inserted. In october 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), omphalitis (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("severe pain during intercourse / dyspareunia (painful sexual intercourse),"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain,"), abdominal pain ("severe abdominal pain,"), back pain ("severe back pain"), depression ("depression") with anxiety, procedural pain ("painful post-operative recovery"), migraine ("migraines"), headache ("headaches") and ovarian cyst ("ovarian cyst"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure implants) and surgery (ablation,). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, autoimmune disorder, omphalitis, dysmenorrhoea, abdominal pain, back pain, alopecia, dyspareunia, depression, female sexual dysfunction, migraine, headache, ovarian cyst and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, omphalitis, ovarian cyst, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in january 2012: fine most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received. Reporter, concomitant drug, essure lot number added. New events added: female sexual dysfunction, autoimmune disorder, omphalitis, migraine, headache, ovarian cyst, fatigue. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding"), rheumatoid arthritis ("autoimmune disorder-rheumatoid arthritis"), omphalitis ("infection in navel:stitch from salpingectomy not removed,") and ovarian cyst ("ovarian cyst") in a 38-year-old female patient who had essure (batch no. 871973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and hypertension. Concomitant products included citalopram, escitalopram oxalate (lexapro), lorazepam (ativan) and paroxetine hydrochloride (paxil). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), omphalitis (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("severe pain during intercourse / dyspareunia (painful sexual intercourse),") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, 1 month 18 days after insertion of essure, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain,"), abdominal pain ("severe abdominal pain,"), back pain ("severe back pain"), depression ("depression") with anxiety and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure implants) and surgery (ablation,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, rheumatoid arthritis, omphalitis, dysmenorrhoea, abdominal pain, back pain, alopecia, dyspareunia, depression, female sexual dysfunction, migraine, headache, ovarian cyst and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, omphalitis, ovarian cyst, pelvic pain, procedural pain and rheumatoid arthritis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: fine on (B)(6) 2015, transvaginal ultrasound: impression: endometrial lining unable to be measured. 18mm debris-filled right ovarian cyst, possible corpus luteum. (B)(6) 2015, pathology report final diagnosis: fallopian tubes, bilateral with white metal coils, excision. Benign fallopian tubes. Gross description: bilateral fallopian tubes with essure coils x 2. The shorter fallopian tube contains a white metal coil approximately 1.9cm in length, and less than 0.1cm in diameter. Multiple sections of the longer fallopian tube do not exhibit a metal coil. Within the specimen container is a second white metal coil which is 4cm in length, although it appears partially uncoiled throughout at least 80% of its length and is also less than 0.1cm in greatest diameter. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding"), rheumatoid arthritis ("autoimmune disorder-rheumatoid arthritis"), omphalitis ("infection in navel:stitch from salpingectomy not removed,") and ovarian cyst ("ovarian cyst") in a 38-year-old female patient who had essure (batch no. 871973) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight and hypertension. Concomitant products included citalopram, escitalopram oxalate (lexapro), lorazepam (ativan) and paroxetine hydrochloride (paxil). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), omphalitis (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("severe pain during intercourse / dyspareunia (painful sexual intercourse),") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2011, 1 month 18 days after insertion of essure, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain,"), abdominal pain ("severe abdominal pain,"), back pain ("severe back pain"), depression ("depression") with anxiety and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure implants) and surgery (ablation,). Essure was removed on(B)(6) 2015. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, rheumatoid arthritis, omphalitis, dysmenorrhoea, abdominal pain, back pain, alopecia, dyspareunia, depression, female sexual dysfunction, migraine, headache, ovarian cyst and fatigue outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, omphalitis, ovarian cyst, pelvic pain, procedural pain and rheumatoid arthritis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: fine. On (B)(6) 2015, transvaginal ultrasound: impression: endometrial lining unable to be measured. 18mm debris-filled right ovarian cyst, possible corpus luteum. (B)(6) 2015, pathology report final diagnosis: fallopian tubes, bilateral with white metal coils, excision. Benign fallopian tubes. Gross description: bilateral fallopian tubes with essure coils x 2. The shorter fallopian tube contains a white metal coil approximately 1.9cm in length, and less than 0.1cm in diameter. Multiple sections of the longer fallopian tube do not exhibit a metal coil. Within the specimen container is a second white metal coil which is 4cm in length, although it appears partially uncoiled throughout at least 80% of its length and is also less than 0.1cm in greatest diameter. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received:the event autoimmune disorder updated to rheumatoid arthritis,.concurrent condition and concomitant medication added. For ovarian cyst non drug treatment updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011 for permanent birth control. After the implant, plaintiff began suffering from heavy abnormal bleeding, severe menstrual pain, severe abdominal pain, severe back pain, hair loss, severe pelvic pain, severe pain during intercourse, depression and anxiety. She sought medical attention for her symptoms from physician. At the time her healthcare provider not attributed her symptoms to her essure device. On (B)(6) 2015 she underwent surgery for the removal of the essure devices and a bilateral salpingectomy. Following the essure devices removal and bilateral salpingectomy, plaintiff suffered a painful post-operative recovery. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain and heavy abnormal bleeding (seen as genital bleeding). These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including unscheduled and heavy bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.